Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient was asking for the implant to be removed as it was not helping her and not providing any relief. The hcp stated the patient reported to them that the leads were on the wrong side of her back. The pain was on the left side but the stimulation was felt on the right side. The indications for use were spinal pain and failed back surgery syndrome. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.